Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the device was received and evaluated at the service center. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. It was found that the plug for connecting of the handpiece was defective and the device was not recognizing all electrodes. The defective plug was replaced and the device was cleaned, calibrated newly, tested and found to be fully functional. The defective connector is the root cause for the device not recognizing the electrodes. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 02/22/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot the service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 02/22/2019 and passed all functional testing before being returned to the customer.

Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. UDI: (B)(4).

Event description:
It was reported by the affiliate via service request that during an electrical safety test the vapr vue generator had a failure. There was no patient involvement, therefore no surgical delay was reported. No additional information was provided.